Event description:
The manufacturer became aware of an allegation of ds24dv auto CPAP that the patient alleging kidney disease/toxicity, liver disease/toxicity, reduced cardiopulmonary reserve, dizziness and/or headache, nausea/vomiting, and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.